Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), unintended pregnancy ('emergency surgery to correct ruptured uterus and removed deceased fetus/ surgery to terminate second fetus due to instability of womb') and uterine rupture ('emergency surgery to correct ruptured uterus and removed deceased fetus') in a female patient who had essure (batch no. 735708) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight (bmi- 18.034), cramp in lower abdomen and urinary tract infection. Concurrent conditions included pelvic pain female, constipation and menorrhagia. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss/ weight gain/ loss (specify which one) abnormal weight loss"). In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ pelvic pain/ pelvis pain"), vision blurred ("vision/eye problems type: blurred vision"), abdominal pain ("abdominal pain/ abdomen pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain/ vagina pain"), chest pain ("chest pain"), anxiety ("psychological or psychiatric problems- condition: anxiety") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient was found to have an unintended pregnancy (seriousness criterion medically significant) and experienced uterine rupture (seriousness criterion medically significant), uterine disorder ("instability of womb") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgery to correct ruptured uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, unintended pregnancy, uterine rupture, uterine disorder, bladder disorder, urinary tract disorder, migraine, headache, the last episode of vaginal discharge, vision blurred, irritable bowel syndrome, abdominal pain, vulvovaginal pain, chest pain and anxiety outcome was unknown, the dysmenorrhoea, pelvic pain, fatigue, alopecia and back pain was resolving and the dyspareunia and weight decreased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, chest pain, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, migraine, pelvic inflammatory disease, pelvic pain, unintended pregnancy, urinary tract disorder, uterine disorder, uterine rupture, vision blurred, vulvovaginal pain, weight decreased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight (B)(6) lbs. One coil on right: visible placement, three coils on left: visible with placement. Essure procedure: with complications. Emergency surgery to correct ruptured uterus and removed deceased fetus surgery to terminate second fetus due to instability of womb. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: abdominal pain, pain, light headache. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet and medical records received : lot number added. Event ¿injury¿ was replaced with the events given in the pfs. Events added- bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, vision blurred, fatigue, weight decreased, irritable bowel syndrome, alopecia, abdominal pain, back pain, vulvovaginal pain, chest pain, anxiety, vaginal discharge, pelvic inflammatory disease, unintended pregnancy, uterine rupture, uterine disorder. Outcome of events ¿fatigue, alopecia, pelvic pain, back pain, dysmenorrhoea¿ updated to ¿recovering / resolving¿. Outcome of events ¿dyspareunia, weight decreased¿ updated to ¿recovered / resolved¿. Severity of events ¿pelvic pain, , abdominal pain, back pain, , vulvovaginal pain, chest pain¿ updated. Event onset dates updated. Concomitant products added. Lab details added. Patients medical history and concomitant conditions added. Insertion and removal dates updated. Reporter information, patient details and product indication updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), unintended pregnancy ('emergency surgery to correct ruptured uterus and removed deceased fetus/ surgery to terminate second fetus due to instability of womb') and uterine rupture ('emergency surgery to correct ruptured uterus and removed deceased fetus') in a female patient who had essure (batch no. 735708) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight (bmi- 18.034), cramp in lower abdomen and urinary tract infection. Concurrent conditions included pelvic pain female, constipation and bleeding menstrual heavy. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss/ weight gain/ loss (specify which one) abnormal weight loss"). In (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ pelvic pain/ pelvis pain"), vision blurred ("vision/eye problems type: blurred vision"), abdominal pain ("abdominal pain/ abdomen pain"), back pain ("back pain"), vulvovaginal pain ("vaginal pain/ vagina pain"), chest pain ("chest pain"), anxiety ("psychological or psychiatric problems- condition: anxiety") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient was found to have an unintended pregnancy (seriousness criterion medically significant) and experienced uterine rupture (seriousness criterion medically significant), uterine disorder ("instability of womb") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgery to correct ruptured uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, unintended pregnancy, uterine rupture, uterine disorder, bladder disorder, urinary tract disorder, migraine, headache, the last episode of vaginal discharge, vision blurred, irritable bowel syndrome, abdominal pain, vulvovaginal pain, chest pain and anxiety outcome was unknown, the dysmenorrhoea, pelvic pain, fatigue, alopecia and back pain was resolving and the dyspareunia and weight decreased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, chest pain, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, migraine, pelvic inflammatory disease, pelvic pain, unintended pregnancy, urinary tract disorder, uterine disorder, uterine rupture, vision blurred, vulvovaginal pain, weight decreased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight 98 lbs. One coil on right: visible placement, three coils on left: visible with placement. Essure procedure: with complications. Emergency surgery to correct ruptured uterus and removed deceased fetus surgery to terminate second fetus due to instability of womb. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram. On (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, pain, light headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.